Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the return sample consist in one (1) sample from p/n 21-7364-24, it was returned in unused conditions. Visual inspection: no damages nor other workmanship defects were detected in none of the joins of the product. Functional test: the sample received was connected to prime using a cadd prizm. Water can pass through without problem, no discrepancies was detected when the pump was put into operation, no alarm was activated; the failure mode is not confirmed. The cause of the reported problem could not be determined. There were no relevant findings detected in the DHR.

Event description:
It was reported that the administration set could not be vented. No patient injury was reported.